Manufacturer narrative:
(B)(4). MDR ref #: 9617542-2012-00124 (avaulta posterior). Note: this report corresponds with bard's report #(B)(4) for an "avaulta anterior".

Event description:
Procedure type: urological. Pt has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering. It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced severe and permanent bodily injuries and significant mental and physical pain and suffering. Product was used for therapeutic treatment.